Event description:
It was reported that the patient was having difficulty charging the ipg despite troubleshooting attempts. The patient underwent an ipg replacement procedure. No device malfunction suspected. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.